Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device result/lab inr was 7.7/4.58 in 2006, 5.0/3.76 seven days later(same patient), and 7.4/5.12 on the same day (different patient). Coumadin was reduced. The device was replaced and requested to be returned for evaluation.